Event description:
After an implantation period of approx. 2 months, a vf episode was reported via home monitoring. During the following follow-up in the clinic, it was reportedly confirmed that the lead was dislodged. The lead was explanted and not returned for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed slight signs of abrasion along the lead body. However the insulation was intact. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.